Event description:
It was reported that during the surgical procedure the customer experienced 20008 and 20013 system error codes which could not be overridden. The system was powered down and restarted, and upon restart, a 26004 system error code was generated. The system was again powered down and restarted and was in use for approximately 30 minutes when the customer experienced another 26004 error code. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system faults experienced by the customer were associated with the patient side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering discovered that a motor encoder assembly had malfunctioned, thus generating the system errors experienced by the customer. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of august 14, 2006, there have been no reported recurrences of the issue at this hospital.